Event description:
During a literature review, an article[1] was identified in which a cardiac catheterization procedure was aborted due to the protrack pigtail wire becoming fractured during transseptal access when used with the biosense webster mobi 8.5f steerable sheath dilator, leading to the uncoiling of extensive amounts of radiolucent metal wire material into the vasculature. The protrack pigtail wire was used amongst other devices including the baylis nrg transseptal needle, carto 3 electroanatomic mapping system (biosense webster), small-curve mobi 8.5f steerable sheath (biosense webster), 8.5f sl1 sheath (abbott medical), smarttouch 3.5 mm contact force-sensing irrigated catheter (biosense webster) and 8f soundstar intracardiac ultrasound (ice) catheter (biosense webster). This complication was managed using an intracardiac ultrasound catheter to target the fragments for extraction. Given the time taken to extract the unraveled wire, the procedure was aborted and rescheduled for a later date. The patient recovered without complications and was discharged the following day.[1] lee, j. C., & gallagher, r. (2019). Extraction of radiolucent fractured wire components using intracardiac ultrasound during pulmonary vein isolation procedure. Heartrhythm case rep, 5(5), 256-259. Doi:10.1016/j.hrcr.2019.01.013.